Manufacturer narrative:
No product was returned for evaluation. Review of the device of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the sheath hub separation remains unknown. The maximum introducer sheath instructions for use (IFU) state that damage to the valve assembly may occur if the inner catheter is withdrawn rapidly.

Event description:
It was reported an event occurred 3 weeks ago; the exact date of the event is unknown. During a percutaneous procedure a 6f cordis sheath introducer was placed in the artery. The patient bled around the sheath, so it was upsized to a 7f cordis sheath. Bleeding continued and the 7f cordis sheath was replaced with a 8f maximum introducer sheath. Later in the cath lab recovery unit, resistance was felt during sheath removal. Initially the sheath pulled back but with the next pulling motion, the hub, sideport and 3 centimeters of sheath body came out of the patient. The remaining 9 centimeters remained in the patient's artery. The patient underwent emergency surgery. A piece of sheath was found in the common femoral artery and was removed. The patient recovered with an extended hospital stay.